Event description:
It was reported that (1) tlh90 was used during an unknown procedure. It was reported by the rep that the tlh90 would not fire properly and staples did not form. The customer is also returning loose, unformed staples collected after stapler was fired. It is unknown how the case was completed. There was no consequence to pt.